Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a crack on the bottom part at the back of the insulin pump and there was a missing piece at the reservoir compartment. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Blood glucose was 200 mg/dl at the time of the call. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.